Event description:
It was reported that the cannula did not deploy during the activation process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each sequence. The download data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred. It could not be conclusively determined if this drive stall prevented the device from deploying during second prime since the device was received fully deployed. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the needle from deploying as intended or contribute to a drive stall. The exact cause of the drive stall and reported needle mechanism failure could not be determined.